Manufacturer narrative:
The subject device is not available for evaluation, as the device status is unknown at this time. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 8300ab aortic valve, implanted for 4 years, was explanted due to stenosis. The explanted valve was replaced with a mechanical valve.

Event description:
It was reported that a 21mm aortic valve, implanted for 4 years, was explanted due to stenosis. The patient presented with chronic diastolic class 3 heart failure. The explanted valve was replaced with a mechanical valve.

Manufacturer narrative:
A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.